Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels reached 480 mg/dl, while wearing the pod between 4 and 24 hours on the arm. The patient noted the adhesive was loose, the cannula had dislodged from the infusion site and was bent. Hyperglycemia treated by patient activating new pod and bolus.

Manufacturer narrative:
The device was received deployed. The fluid path and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. The exact cause of the reported dislodging could not be conclusively determined. Further inspection of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not generate any alarms and did not show any timeouts or drive stalls. The adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be conclusively determined.